Event description:
The hospital reported that during a coronary artery bypass procedure, the xp-4000 did not open wide enough and failed to mount on the platform. A replacement unit was used to complete the procedure. There were no pt effects. No info was provided regarding why the product is not returning.

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the device. There was no evidence of blood on the device. A functional test was performed to test the mount and lever. When the mount lever was pulled back, it successfully mounted on the acessrail platform. Based upon the findings above, the reported complaint "xp-4000 did not open wide enough and failed to mount on the platform" could not be confirmed. (B)(4).